Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician stated the touchscreen failed during diagnostics and functional testing. It was also noted that the touchscreen displayed misaligned touch points. The pil technician the touchscreen was able to be calibrated with the touchscreen calibration button. After the touchscreen was calibrated, it was confirmed that the touchscreen passed all diagnostic testing and the touch points were properly aligned. The issue of a touch screen within spec resistance readings and could be calibrated at the pil without issue.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had misalignment in their touch position. A field service engineer (fse) went onsite and confirmed the reported issue. The fse attempted a calibration of the touchscreen to resolve the issue but was unsuccessful. The fse then replaced the touchscreen to resolve the issue. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).